Event description:
Underwent novasure endometrial ablation procedure in office setting without IV sedation. Received only po diazepam and hydrocodone, IV toradol, and local cervical block. Experienced severe uterine cramping, nausea, and peripheral neuropathy hands intra-operatively. Was given im demerol and phenergan and immediately released home. Severe uterine cramping, nausea, and vomiting continued throughout remainder of day post-op. Device label reports low incidence of such events, yet does indicate IV sedation or general anesthesia is typically provided during procedure, which in this case was not.